Event description:
It was reported the patient experienced a shocking sensation following a fall or some other form of trauma. The patient stated she "feels this sensation up her entire spinal cord". The patient was at the clinic where the hcp reported reading >10000 ohms on "just a few pairs". No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.